Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 27-aug-2018 from the healthcare professional (hcp) who reported that the patient was contacted on (B)(6) 2018 and advised to be sitting down each time she used her ptm (personal therapy manager) and watch for any numbness. The patient did not experience any symptoms related to the event. The software version being used at the time of the event was ¿1.0.7493 vs 1.0¿. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: a810, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving bupivacaine (¿11 mg/ml at 3.438 mg/day¿) and morphine (¿3000 mg/ml at 937.6 mg/day¿) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2018 the hcp reported that she was working with the new clinician programmer (software version not provided); she had set up the pa (patient activated) programming with morphine as the primary drug and bupivacaine as the secondary drug; updated the pump; and sent the patient home. Now she was reviewing the long report and there was no secondary drug information like there used to be with the old clinician programmer reports. The bupivacaine dose was incorrectly entered and was too high, but with the patient already gone they now had to try and get in contact with the patient to get the patient to come back to the clinic as soon as possible to decrease the bupivacaine dose. No medical symptoms were reported. No further complications have been reported as a result of this event.